Event description:
It was reported that patient was having an increase in seizures along with high impedance being seen on their device. The impedance was measured to be >9000 ohms. Patient has been referred to surgeon. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.